Event description:
Procedure: laparoscopy. According to the reporter: the surgeon could not pull the black return knob back and the jaws would not release the tissue. The instrument was resected with bipolar shears and the instrument was removed with the port. Under 200cc bleeding occurred. Patient status reported as under observation.

Manufacturer narrative:
Initial report sent to FDA on 04/15/2008.